Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device not returned for analysis.

Event description:
(B)(4). It was that reported during a coronary artery stenting treatment procedure, a thrombosis occurred. Target lesion #1 was located in the diagonal artery. The vessel reference diameter was 2.5 mm and the lesion length was 15 mm. Pre-procedure stenosis was 60% and post-procedure was 0% stenosis. A liberte stent with a diameter of 2.5 mm and length 12 mm was implanted. Procedure was documented as a technical success. Target lesion #2 was located in the left anterior descending artery (lad). The target vessel reference diameter was 3mm and the lesion length was 20mm. Pre-procedure stenosis was 85% and post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 24mm was implanted. No information stated if direct stenting was attempted. An additional procedure of thrombo aspiration was performed in target lesion 2. The procedure was a technical success. The patient was discharged two days post procedure without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg and clopidogrel 75mg daily for 12 months.